Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. Moreover, a lead revision was performed however during the procedure this rv lead was cut and a blood inside the insulation was noted. Additional information was obtained indicating that the cause of high threshold was not determined. An x-ray was performed but there was no dislodgement noted on the result unless it was a micro dislodgement or some unknown change in patient condition. Further, it was observed that the lead position was high septal and an abandoned rv lead was in place in which then the physician had suspected of lead dislodgement. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.